Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned product was visually inspected and no obvious defects were found that would contribute to the reported event. The product was tested on a calibrated console and a infusion error occurred indicating an infusion fluid error. Analysis and inspection of the straight through connector on the infusion cannula assembly confirmed occlusion. The system is designed to perform a quality safety to detect for this unwarranted condition and alert the user during priming of the device prior to surgery. The infusion flow path was inhibited by flash material at the straight through connector which is a molded component by our supplier manufacturer. The supplier confirmed the issue was confined to one batch manufactured based on complaint product data that occurred on a specific cavity mold. A supplier review of issue repair logs identified a damaged/broken pin that was identified from the production run of the batch. The issue repair log confirmed the tool was repaired and corrected the cause of the occlusion (flash/material in the straight-through-connector). The investigation conducted a non-conformance review of the reported lot number. No deviation were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. The root cause of the customer¿s complaint is related to mold-tool damage for a select cavity that produced the straight-through-connector. The damage to the cavity caused the flash/occlusion within the tubing which resulted in the customer experience. To address root cause, the supplier repaired the mold tool/pin in 2022 after the production run. Supplier analysis of produced batches since 2022 indicated the issue has not reoccurred since the production of the impacted batch. Additionally, the time between when the batch was produced and the complaint was reported to the supplier, many of the production and quality inspection processes have changed/been updated and made more robust. For any production run that finishes overnight (the affected supplier batch finished overnight), now requires a quality inspection check before the material is released to packaging. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that tubing was blocked during vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no information about the patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. Product is expected but has not been returned to date. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information, the investigation was unable to conclusively identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).